Event description:
A valiant captivia closed web thoracic stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the device was delivered and then the stent graft was deployed without issues. No clinical sequelae were reported, and the patient is fine. The physician commented that there is a gap visible between the tapered tip and the sheath/radiopaque markerband on the delivery system and that this is potentially traumatic for the vessel; however, no injury was observed during this case. The valiant device in this event was discarded. Please note that this model number vamc3636c150te is not approved in the united states; however, it is similar to tw3632c112x, which is approved in the united states.

Manufacturer narrative:
(B)(4). Gap between the tip and sheath. Results: other (general comment about the device; no impact of the gap on the patient). Conclusion: other (general comment about the device; no impact of the gap on the patient).